Manufacturer narrative:
Analysis of the catheter revealed damage to the transition tubing of the catheter body. The conclusion code pertains to the allegation of having been unable to aspirate the existing catheter. The conclusion code pertains to the analysis finding of a damaged transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep) regarding a patient receiving fentanyl (5,000 mcg/ml, 550 mcg/day) via an implantable pump for non-malignant pain and other chronic/intract pain. It reported that during a scheduled pump replacement, the hcp was unable to aspirate the existing catheter (non-functioning catheter) so it was completely explanted in a new 8780 ascenda catheter was placed. The catheter was replaced. The issue was resolved at the time of this report. The patient's status was alive - no injury.